Manufacturer narrative:
Analysis of the extension (serial number: (B)(4) identified all conductors were broken 21.6 centimeters from the proximal end and the insulation tubing was torn/broken. Only a proximal segment of the extension was returned. It is noted the eval code(s)-result have been updated. The eval code(s) method listed are now applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The eval code-conclusion has been updated. Upon further review, eval code-conclusion is no longer applicable.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a procedure was performed to replace the implanted device with a rechargeable implantable neurostimulator (ins). The fractured extension that remained in the patient's body was removed. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748251, serial# (B)(4), product type: extension. Product ID: 3389s-40, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported that during an implantable neurostimulator (ins) replacement surgery, it was noticed that the extension was fractured on the right side. Therefore, both the ins and the fractured extension were explanted. It was noted that the measured impedances prior to procedure were normal although the extension was fractured. Device settings were noted as follows: 1.7 v, 90 us, 185 hz/pps, unipolar, c+1-, and usage noted as 0 hrs/day. It was unknown if any factors led to the event. The issue was not resolved at the time of the report. The consumer¿s underlying disease was noted as dystonia. Additional information received from the representative reported that prior to replacement, the physician measured the electrode impedance and there was no problem; however, during the replacement, the surgeon found the extension was damaged and had open circuits at position where it would be around the neck of the consumer. The physician confirmed that this breach was not due to the replacement surgery because the x-ray image taken prior to the surgery showed the breach. The physician expected that the breach could happen because this dystonia consumer had muscle contraction around the neck time to time; however, he was concerned that the extension could be damaged even if the electrode impedance was within the right range. Further information received reported the consumer¿s past medical history as follows: on (B)(6) the consumer met with the hcp and noted the impedance was measured at a high level. On (B)(6) the hcp met with the consumer and reviewed that the consumer was using patient treatment guide, and noted that different electrodes had abnormal values and that changes in electrode positioning affect treatment. Noted that changes in abnormal values of electrode position with every impedance measurement was worrisome to the hcp and the consumer. The possibility of a defective ins was low based on the fact that electricity was flowing in other electrodes. The hcp and consume met again on (B)(6) and explained his observation, stating that each impedance measurement resulted in abnormal values. It was determined that both the hcp and impedance measurements indicate that there are no problems with the measurements because other consumers could get measurements consistently. Because of the high possibility of connection failure somewhere in the lead, extension, or ins, it was decided that conditions would be observed using the setting 2-c+, which currently did not exhibit any impedance abnormalities, instead of performing an invasive reoperation. The hcp met with the consumer again on (B)(6). When ever the ins was turned on, the consumer complained about a continuous tingling feeling in the right side of the neck. When the ins was turned off, the discomfort went away (electrode usage 2-c+, 1552 ohms). A change from monopolar to bipolar stimulation was proposed. The hcp adjusted the electrodes to 1-3+, 2.0v, 2336 ohms wherein the discomfort was reduced with a slight sense of discomfort. Adjusted again to 0-2+, 2.0v, 1942 ohms wherein discomfort was further reduced. The bipolar setting was preferred because the symptoms were worsening under the monopolar setting. Because of the continuing therapeutic effects, follow-up examinations were conducted using the settings mentioned above.

Manufacturer narrative:
Analysis of the ins, model 37602, serial no. (B)(4), found no anomalies.

Event description:
Additional information indicated that the impedance values on (B)(6) 2016 were as follows: c0 = 1208 ohms, c1 = 2231 ohms, c2 = 1504 ohms, c3= 818 ohms, 01 = 2835 ohms, 02 = 2118 ohms, 03 = 1579 ohms, 12 = 3203 ohms, 13 = 2631 ohms, 23 = 1890 ohms. Battery noted to be at 2.75 v and service life ok. It was noted that an extension and ins were implanted in 2007 and then the ins was replaced in (B)(6) 2013. The therapeutic effects gradually faded after 2013 and therapy was discontinued after the ins depletion for a few months before the ins replacement in (B)(6) 2016. It was unknown the setting had been changed between (B)(6) 2013 and (b)(46 2016, but the setting confirmed just before the surgery on (B)(6) 2016 was c+1, 1.7v, 2159 ohms. The impedance at implant in 2007 was not provided and also no data is available for the period from 2007 to 2013. Clarification ¿ the initially reported past medical history was from 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.